Manufacturer narrative:
Initial reporter address 1:(B)(6). Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was located near the inner shunt anastomosis. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during second inflation at 20 atmospheres for 30 seconds, the balloon ruptured. The device was removed and a pinhole was noted on the balloon. The procedure was completed with another of same device. No patient complications nor injuries were reported and the patient condition was good.